Manufacturer narrative:
The crep2 reagent lot number was 83232501 with an expiration date of 30-jun-2025. A general reagent issue can be excluded as the calibration and the qc were acceptable. During the 2 service visits, the field service engineer detected an issue with the washing station and an error in the mixer. He replaced the washing station pipes, cleaned the incubation bath, adjusted the probes, and replaced the mixer. Precision studies and qc were performed and they were within specifications. The instrument was performing within specifications. No further issues were reported after the service visits. The root cause was consistent with a maintenance issue (component failure).

Event description:
We received an allegation about discrepant results for 58 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 module when compared to a different cobas 8000 c702 module. Below are examples of discrepant results for 3 patients' samples tested on different dates. Sample 1 was tested on (B)(6) 2024: initial result: 2.48 mg/dl. Repeat result: 0.78 mg/dl (tested on another c702). Sample 2 was tested on (B)(6) 2024: initial result: 3.75 mg/dl. Repeat result: 0.79 mg/dl (tested on another c702). Sample 3 and sample 4 were tested on (B)(6) 2024: sample 3: initial result: 2.79 mg/dl. Repeat result: 1.03 mg/dl (tested on another c702). Sample 4: initial result: 3.47 mg/dl. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 1.99 mg/dl. Sample 4 was a serum sample.